Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Event description:
It was reported that the device was used during a laparoscopic appendectomy, the bag busted while being pulled out of the trocar site. No additional device was need to complete the case. There was no patient cosnequence.